Event description:
At my (B)(6) 2012, appointment with my surgeon, I was told that depuy pinnacle cup with metal on metal articulation (hip replacement) was failing after less than three years and had to be replaced within 6 months. A blood test revealed high levels of chromium and cobalt and an MRI showed fluid collecting on the joint. It is also squeaking. My surgery is scheduled for (B)(6) 2012. Background: my left hip was replaced in (B)(6) 2007 with a depuy polyethelene system. According to my surgeon, the cup liner slipped out of position & began to disintegrate, necessitating hip revision surgery in (B)(6) 2009. The depuy pinnacle cup with metal on metal articulation was implanted at that time. By (B)(6) 2012, my surgeon determined it, too, was failing.